Event description:
Device stopped during ventilation of a pt and as both inspiratory and expiratory valve was blocked, pt could not be ventilated further. Unit was tested today by the preparer and unit was currently operating to specificaions.